Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 709-04-64h tridentii tritanium multi 64h, lot: 73660201a; 626-00-52h modular dual mobility insert, lot : 86112602 ; 6570-0-228 delta v-40 ceramic head 28/+4, lot : unknown; 64951001 proximal fem comp std, lot: nh63y. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had a primary left tha out of cors scope. On (B)(6) 2022 the patient has a periprosthetic joint infection and is entered into cors with a proximal femoral replacement. The patient developed again infection of the left hip and underwent revision for pji with only the mdm & head components exchanged on (B)(6) 2022.